Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys folate iii assay (folate iii) and elecsys vitamin b12 ii (vitamin b12 ii) results for 1 patient sample tested on a cobas 8000 e 801 module. The initial folate iii result was 1.36 nmol/l and the initial vitamin b12 ii result was 73.8 pmol/l. Based on an active b12 result of 72 pmol/l from an abbott architect analyzer a few days later, the initial results were in question. On (B)(6) 2018 the customer obtained a folate iii result of 17.2 nmol/l and a vitamin b12 ii result of 325 pmol/l. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The folate iii reagent lot was 31984600 with an expiration date of 31-dec-2019. The vitamin b12 ii reagent lot was 33094600 with an expiration date of 31-jul-2019. On the date of the event, the customer's qc was acceptable and no reagent issue was evident. Review of the analyzer alarm history showed no conspicuous events. The investigation did not identify a product problem. The cause of the event could not be determined.